Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-01313. It was reported during recovery following the patient's scs trial procedure, the patient started experiencing pain. Subsequently, the physician removed the leads and an MRI revealed an epidural hematoma. The patient was kept in the hospital overnight for observation.